Event description:
Patient had bilateral total knee replacements in early 2009. He had the on-q pain buster pain pumps in both knees. The nurse removed them, and upon removal of the left pump, the tip of the catheter broke off and remained in the patient. The md was notified. Dates of use: early 2009. Diagnosis or reason for use: pain control.